Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to failure of the printed-circuit board. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit had no image. The issue was found during inspection before use. The diagnostic procedure (abdominal exploration) was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found an alarm sound was generated and the front panel was turned off due to the faulty printed circuit board (cr board). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.